Event description:
Per the gambro technical services rep, the customer reported a problem with transmembrane pressure. The gts rep found that the ultrafiltration pump was not running and replaced the thermal fuse. No pt involvement was reported.